Event description:
Information was received indicating that a smiths cadd pump caused under infusion due to a possible connectivity issue as a battery alarm was displayed. The total volume to be infused was 100ml and there was a reservoir volume of 84ml when the patient called about the issue. The patient reported that this has happened four times before. There were no reported adverse events.